Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received stuck in a loop for a motor error alarm during the bolus delivery. No alarm for a motor encoder position error could be confirmed due to an erased history file. No software error alarm was noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratches and cracks on the display window.

Event description:
It was reported that the customer had a motor error alarm issue with the insulin pump. Customer's blood glucose level was 502 mg/dl. Customer stated that he took a 9 unit injection to treat his blood glucose level. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. Customer stated that he was unable to rewind the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.